Event description:
A report was received that stated the pump alarmed "check clutch". No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. Upon receipt, inspection revealed that the tamper proof seal had been comprised indicating the device had been opened in the field. Further testing indicated that the plunger assembly moved freely and the plunger lever did not open the flippers completely. Our technician reassembled the plunger head. One screw was missing from the plunger head and one foot was missing from bottom case, these were both replaced. The top case was cracked through the tube holders, down the left side of the handle, and in rear right corner, this was replaced. After repair, the device was found to pass all delivery, accuracy and functional tests.